Event description:
It was reported that high out of range pacing impedances were noted on the left ventricular (lv) lead. The out-of-range pacing impedances have since returned to normal range. Technical services (ts) recommended follow-up and troubleshooting. This lv lead remains in-service. No adverse patient effects were reported.